Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01145, software version: 4.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) was unplugged from the wall. The j2 connector on the ps1 was not seated all the way so it was reseated. The system was then functioning as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that at the end of the case, the site was going to take a spin and the handswitch and footpedal would not work. They rebooted the system and the issue was still occurring. There was no delay or impact to the patient outcome.